Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. D4 batch #: t93u4l investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The handpiece was disassembled to verify the condition of the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during a sleeve gastrectomy an error message mentioned to close the jaws and activate the device while the jaws were closed. Then the device got locked definitively and the screen indicated to contact the j&j employee. No patient consequence. The procedure time has been extended from 5 minutes, the time to open another hand-piece.